Manufacturer narrative:
This report relates to a bulk report received from a clinic with no patient or device identifying details. The patient identifier reported is the reporting clinic. Additional information regarding the patient and device details were requested; however, not made available due to confidentiality reasons by the clinic. This report is submitted on january 4, 2017. (B)(4).

Event description:
Per the patient's surgeon, the patient developed an infection with skin overgrowth and experienced pain, discharge, weeping and bleeding at the implant site. Treatment involved use of antibitoics (type not reported), topical creams (type not reported), wound cleaning and use of silver nitrate. Treatment dates were not reported.